Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported suction loss during a flap creation procedure, which resulted in an incomplete flap in the left eye. The doctor was unable to lift the flap. The patient will return in three weeks to complete photo refractive keratectomy (prk) in the left eye. Additional information received reported the suction loss was not due to patient movement.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The company service representative examined the system. No problems were found. The system was then tested and met all product specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).